Manufacturer narrative:
A patient experienced lead migration was reported to abbott. X-ray imaging confirmed the l5 and s1 leads had migrated. As a result, the patient's l5 and s1 leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
Related manufacturer report number:1627487-2024-00422. It was reported that the patient had experienced a serious motor vehicle accident. The patient noted experiencing breakthrough pain in his ankle and reprogramming was unable to resolve the issue. The patient underwent x-ray imaging confirming that their l5 and s1 leads had migrated. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's l5 and s1 leads were explanted, replaced, and therapy was restored.